Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A pressure sentinel reamer was returned for evaluation. Visual examination of the returned product identified device to be fractured. The dimensions where taken are conforming to specifications. Medical records were not provided. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign - event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately three (3) weeks ago during a procedure, the distal part of the reamer broke. The surgeon removed the broken piece from the patient and finished the surgery. No consequences to the patient. The surgery was delayed by thirty (30) minutes. Attempts have been made and no further information has been provided.